Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated only the backlight button was responsive on the insulin pump. The customer could not recall any significant events leading to the keypad issues. Customer also called back to report the buttons on their new insulin pump was not responsive. Customer's blood glucose was 60 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. The insulin pump has cracked reservoir tube lip.